Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 22jul2020: the device was inspected prior to use and the basket functioned prior to use. The stone being retrieved was located in the calyx of the kidney. There were no particular challenges with the patient's anatomy. The second ncircle that was used to complete the procedure was from a different (unstated) lot. No section of the device remained inside the patient.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description. Cook was informed of an incident involving a ncircle tipless stone extractor. The device reportedly had a basket wire break and the basket would not open/close during a tul (transurethral lithotripsy) procedure. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The basket sheath had a significant kink at the base of the support sheath. There were also kinks in the basket sheath 3cm, 11cm, and 86cm from the distal tip of the basket sheath. All the wires were cut. The basket wires had charred marks on the tips of the broken wires. Functional testing determined the handle did actuate the basket assembly. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a severely kinked basket sheath, which was preventing the basket from functioning. It was also observed that the basket wires were separated at the basket tip. The ends of the broken basket wires were charred, which indicates possible exposure of the wire to a laser. From the provided information, it appears the damage to the basket wires occurred before the damage to the basket sheath. An attempt was made to determine if a laser was used during the procedure, but the information was not available. Since the use of a laser was unknown, the cause for the broken wires could not be determined. Multiple kinks in the basket sheath were also noted. The device was returned in a plastic bag and not the original shipping tray. It is possible the sheath damage occurred during return shipping. The device was able to be functioned when tested, even with the sheath damage, indicating the sheath damage was not related to reported issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transurethral lithotripsy (tul) procedure using a ncircle tipless stone extractor, after the first use, a wire broke and the basket no longer functioned. Another ncircle tipless stone extractor was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.